Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified day the previous month prior to contacting lfs. She stated that she manages her diabetes with insulin (no adjustments) and due to the alleged issue denied making any changes to her usual routine. The patient claimed "about a month ago", after the alleged issue started, and on the day she contacted lfs, she developed a "blurry vision". She denied receiving any form of medical treatment due to her symptom. During the initial call with customer service, the agent noted that the battery was due for replacement. However, the patient did not have a new battery available during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on september 26, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken/ loose battery contact. A secondary issue was noted: the meter was found to also have a low/ dead battery. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.